Event description:
Itwas reported that during a laparoscopic cholecystectomy procedure, the legs of the clip are crossing on the initial fire. A new device was opened and the first firing of that device the legs of the clips were crossed. A third device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.